Event description:
Procedure type: inguinal hernia repair. According to the reporter: customer reports that the suture was used to close the incision. The tip broke off, second suture from the same lot did the same and fine end of needle tips were irretrievable. No pt injury or ill effect. No medical intervention required. Pt in one day post op (unk condition). The used sutures were discarded, a sample from the same box will be returned for investigation.

Manufacturer narrative:
(B)(4).